Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged with an alternate iol in a secondary procedure. Additional information received and stated that, patient could not adopt the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic had a large torn/split/cracked area near the center of the lens. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. Information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. In the surgeon's opinion the cause of the event was the patient could not adapt. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal 19.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens 19.5. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).